Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® precisionglide¿ multiple sample needle there was an issue with foreign matter on the patient side needle. The following information was provided by the initial reporter: customer found foreign material on the patient side needle.

Event description:
It was reported that before use of the bd vacutainer® precisionglide¿ multiple sample needle there was an issue with foreign matter on the patient side needle. The following information was provided by the initial reporter: customer found foreign material on the patient side needle.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode foreign matter (non biological) with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.